Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as product was not returned. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator went into an inoperable state. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.